Event description:
After getting a breast implant to correct poland's syndrome at (B)(6). I went from being the healthiest girl on earth to severely sick. After 2 years with the implant, I had already had 3 surgeries to fix capsule contracture. At (B)(6) my body began to shut down. It stopped all of my nutrients. I lost my period, I had cysts growing in my stomach and ovaries. I was iron deficient and couldn't absorb fat. With no official diagnosis of an autoimmune illness and with clear thyroid scans, my drs told me they believed it was my implant causing all of the issues. I was so sick. I had to leave collage and move home. Since explanting my implant last month (B)(6) I already feel incredibly better and am waiting to reap more benefits. These implants are killing healthy people and you are letting it happen. (B)(4).